Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Sections were left blank as the customer age and weight is unknown.

Event description:
The customer performed blood glucose testing two times, on two contour meters. The difference between the first set of reading was 100 mg/dl and second set of reading was 45 mg/dl. The specific readings were not provided. Depending on the actual readings, the differences between them could fall in the "c" zone of the consensus error grid, making the differences clinically significant. The customer was advised to return the test strips for evaluation. The replacement meter and strips were sent to the customer.